Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Unable to determine root cause or conduct trending analysis. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
Patient presented to surgery because of return of reflux and weight regain. Complaint observed by employee / reporter: "observed a lap-band removal w/ conversion to roux-en-y gastric bypass (rygb) on saturday (B)(6) 22 @ approx. 1:30pm. During case I observed that the device appeared to have fractured just proximal to the end connector." The device is not available to be returned (requested, but or team had already disposed).